Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer wasn¿t able to complete the check at the time of report. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no adverse impact to customer¿s blood glucose level.